Event description:
It was reported that the customer's pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. The caller was instructed to ensure the pump was not connected to a power source and to press the center of the button firmly while providing support at the bottom of the pump. After following these instructions, the display turned on, and the caller confirmed that the pump was functioning as intended.